Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that "when the PICC line is to be inserted, all parts of the set are flushed and the function is checked. At the end of the PICC line catheter there is a yellow stopper in which a conductor is inserted. When the PICC line is flushed, it leaks through this yellow stopper, which it should not do. Therefore, replace the set with a new one and complete the inlay. The error was detected before use and there was no patient impact."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "when the PICC line is to be inserted, all parts of the set are flushed and the function is checked. At the end of the PICC line catheter there is a yellow stopper in which a conductor is inserted. When the PICC line is flushed, it leaks through this yellow stopper, which it should not do. Therefore, replace the set with a new one and complete the inlay. The error was detected before use and there was no patient impact."